Event description:
The account alleges that one half of the introducer sheath's hemostatic valve completely detached during catheter insertion, having been pushed into the sheath between the two branches. Since this half was no longer visible, and there was a risk of this structure entering the bloodstream if insertion continued, it was necessary to exteriorize the catheter, remove half of the hemostatic valve, and reinsert the catheter. There were no immediate complications due to part of the catheter was already inside the sheath preventing blood from leaking.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified. Corrective actions are in process.